Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 15-mar-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine 25 mg/ml; 5.2mg/day and bupivacaine 10 mg/ml; 2mg/day via an implantable pump. Indication for use was spinal pain and chronic low back pain. The date of the event was (B)(6) 2018. It was reported the patient experienced increased pain even after a dose increase. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. A catheter dye study was attempted. The patient was referred to another physician for a catheter revision. The issue was not resolved. Patient status was alive - no injury. Patient weight and medical history were asked and will not be made available. No further complications were reported. Additional information was received from a healthcare professional (hcp) via a manufacturer representative. The dye study was unsuccessful. The revision has not been scheduled.